Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted approximately one year ago with philos plate and screw returned to the hospital complaining of pain. An x-ray on an unknown date showed the plate was broken. Patient was returned to the operating room on an unknown date and the hardware was removed. Patient was revised to a new philos plate and screws.

Manufacturer narrative:
The investigation could not be complete, no conclusion could be drawn, as no product was received.